Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the navigation system was unable to be connected to the imaging system. A different ssd was installed which contained the software needed and while attempting to reconfigure the navigation system with the same network configuration a firewall timeout error was received. It was noted that the ip address was incorrectly typed and the issue was resolved. There was no patient involvement.